Event description:
The customer reported, the spike of the set separated form the spike port of the extraneal bag during therapy. The reported problem occurred while the nurse was supporting the patient during therapy. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because, it is the same as or similar to product distributed within the u.s. The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The customer report that the spike separated from the supply bag was confirmed during evaluation. One used set was received for evaluation. The set was visually inspected and noted that the tip of the spike was bent slightly inward. No other visual defects were noted. The complaint was confirmed in the lab for connection issue due to a bent spike. The root cause was undetermined. A batch review was not performed as the lot number was unknown. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.